Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device failed an incoming test and it was also noted that its cable was damaged and its upper case lens was broken and cloudy. The device was being sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.